Manufacturer narrative:
Background information: quickie 2 owner's manual states in section a, "the owner of this chair is responsible for making sure that it has been setup and adjusted by a trained service professional under the advice of a healthcare advisor. The chair may require periodic safety and function checks or certain tool free adjustments that can be performed by the owner, caregiver or authorized dealer if desired. Always use parts and/or accessories that have been recommended or approved by sunrise medical when servicing this chair." Quickie 2 owner's manual states in section k, "padded swing away armrests are not transfer devices and must be rotated out of the way prior to transferring. Failure to do this on a regular basis can result in decreased chair integrity." Discussion: on (B)(6) 2025, a letter was received (MDR report- mw 5175480) stating that end user has had, within a year, 3 bolts break on the armrest. End user states the bolts are the ones that hold the armrest in place. States one broke on (B)(6) 2025, while she was transferring out of the chair. She did not fall out of the chair. No injuries. Conclusion: the break of the hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the dealer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. This MDR is being filed because the MDR report- mw 5175480 was filled by the end user.

Event description:
End user reported that within a year, 3 bolts break on the armrest. End user states the bolts are the ones that hold the armrest in place. States one broke on (B)(6) 2025, while she was transferring out of the chair. She did not fall out of the chair. No injuries.